Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
(Report 1 of 3) it was reported during surgery while replacing a screw a driver tip broke. A backup item was used and damaged. The surgery was completed with a backup device with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00063.